Event description:
A male pt contacted lifecor customer support to report that he is getting constant "check belt -- see manual" messages. He said that he was recently fit and has not removed from belt from the monitor. Support had him perform a manual recording and perform a download. The download revealed that the electrode belt signal is deteriorating. Support sent a pt services rep to replace the pt's electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The electrode belt was found to have a defective cable from ECG c to the distribution node. This cause the deterioration of the signal. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed, and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this defect is unk, but appeared to be caused by stretching of the cable, due to pt use. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.